Event description:
Customer called to report wearing a pod for 1 1/2 days before she removed it due to high blood glucose levels (bg's). She stated the site was wet and she could smell insulin. When she removed the pod, she thought the cannula was bent. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm, if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.